Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while working in the backyard and did not pause the ilet for exercise, and the user acknowledged ignoring alerts; treatment included oral carbohydrates and food, and the infusion set and cartridge were in use with no disconnection during activity. Symptoms included hypoglycemia and anxiety. Outcomes included the need for unexpected medication intervention to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.